Manufacturer narrative:
There was nothing unusual noted about the stent delivery systems (sds) prior to use, including the tuohy borst valve. There was no difficulty encountered while the advancing the sdss to and across the lesion. The sdss did not pass through any acute bends or previously placed stents, and the tuohy borst valve was completely loosened before attempting to deploy the stent. The y-connection was flushed prior to attempting to deploy the stent, and unusual force was felt. It was reported that it seemed harder to pull the sheath, but then went smoothly even though the stent did not deploy. It was reported that the outer sheath of the devices did not separate during deployment. However, the pin came all the way back without deployment, and only one sds deployed the stent about 1-2mm. The devices were easily removed from the patient. The devices were easily removed from the patient. The patient was treated successfully and safely after defective stent was removed. It was also reported that after the one of the stents were removed, the physician moved the pin back and forth showing the staff that nothing was happening. ¿maybe at this point it deployed a little more.¿ please note that the gender of the patient is unknown. (B)(4). The device was returned for analysis; but, the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 8x30mm precise pro rx stents from the same lot failed to deploy in the patient after being fully ¿pinned and pulled.¿ however, one of the stents deployed about 1-2mm in the patient. Sheath was advanced as far as possible and then stent was retracted into sheath to minimize and potential damage to the vessel. An 8x40mm precise stent was implanted to complete the procedure. There was no patient injury and the device was returned for analysis. The intended procedure was a stenting of the right internal carotid artery (ica) to the common carotid. The stenosis rate was 90%, with calcification and no abnormal tortuosity. The devices were stored, inspected, handled and prepped according to the instructions for use (IFU).

Manufacturer narrative:
Complaint conclusion: a report was received that two 8 x 30mm precise pro rx carotid systems failed to deploy after the devices had been fully ¿pinned and pulled¿. One of the stents of these two stent delivery systems (sds) was noted to have partially deployed by 1-2mm. Both devices were exchanged in turn and another 8 x 40mm precise pro rx used to complete the procedure with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion of the right internal carotid to common carotid artery. The lesion was described as 90% stenosed, calcified and with no abnormal tortuosity. The site reported that the devices had been stored, inspected, handled and prepped according to the instructions for use (IFU) and without difficulty. They further reported that there was nothing unusual, including the hemostasis valve, noted about the sdss prior to use. No difficulty was experienced while advancing either of the sds to the target lesion or during the crossing of the lesion. The sdss did not pass through any acute bends or previously deployed stents during the advancement of these devices. The hemostasis valves of both devices were completely loosened and flushed prior to attempting to deploy the stents. The site reported that unusual force was experienced while attempting to retract the outer sheath but that it went smoothly. They were able to fully pin and pull the outer member of both devices all the way back. Despite this, one of the stents partially deployed by 1-2mm and the second stent could not be deployed at all. The site reported that they successfully removed the sds with the partially deployed stent by pulling it back into the sheath in an attempt to minimize any potential damage to the vessel. The site reported that the outer sheath of the devices did not separate during the deployment of the stents. Both devices were removed from the patient without issue and the procedure successfully completed with an 8 x 40mm precise pro rx sds with no reported patient injury. One non-sterile precise pro rx us carotid syst was received coiled inside a plastic bag with a partially deployed stent (0.5cm) and the hemostasis valve closed. In addition, the outer member was noted to be separated 22cm from the brite tip. Functional testing of the deployment process and dimensional analysis of the stroke length of the non-sterile unit could not be performed because of the condition of the returned unit. Sem analysis of the area of the outer member separated revealed evidence of elongation. No other issues were noted during the sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds ¿ deployment difficulty-unable¿ event for received sterile device was not confirmed based on the results of the visual and functional analysis. The reported ¿sds ¿ deployment difficulty-unable¿ event for the first non-sterile device was confirmed based on the results of the visual analysis. The most likely root cause of this event is an application of tensile force leading to outer member separation. The reported ¿sds ¿ deployment difficulty-partial deployment¿ event for the second non-sterile unit was confirmed based on the results of the visual analysis. The most likely root cause of this event is an application of tensile force leading to outer member separation. According to the product IFU, users are instructed to ensure that the sds outside the patient remains flat and straight. Users are instructed to unlock the hemostasis valve prior to stent deployment. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. A risk assessment has been initiated to address these types of issues.